Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/11/2024, it was reported by a sales representative via (B)(4) that an ar-13995n multifire¿ scorpion¿ needle wouldn't pass. This occurred during a procedure where the surgeon reloaded the suture and tried passing through less tissue with no luck. The surgeon noticed more friction than normal when trying to pass and that they thought the needle looked bent compared to normal. A new scorpion needle was opened, and the case progressed without further issues. There was no harm to the patient, and only a couple of minutes were added to the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing.